Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 60% stenosed lesion being treated was located in the mildly calcified, mildly tortuous mid circumflex (cx) artery. The lesion was predilated with a 2.5x15 mm maverick balloon, inflated to 10 atms for 30 seconds. The 2.50x12 mm taxus express2 drug eluting stent would not advance to the lesion. The stent struts were found to be disrupted. The procedure was completed with another taxus stent. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that, the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.